Manufacturer narrative:
A ge service representative performed an onsite investigation. Parts for the tube were replaced. The system was working as intended and put back into service.

Event description:
The customer reported that the system started up, but would not emit fluoroscopic x-rays and the temperature light illuminated. No patient injury was reported.